Event description:
A physician reported that after the cataract surgery with intraocular lens implantation, the tube and cassette were replaced for separation, but priming was not able to be performed. The handpiece was replaced and priming was possible. When backflushing the aspiration side of the ultrasound handpiece, it was clogged, and after replacing the tip, it could be primed which revealed that the tip was clogged. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened phacoemulsification tip without a wrench, in a rubber holder, was received for the report. Sample was visually inspected and found to be conforming - wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. Functional occlusion flow check was performed and found nonconforming as water flow was dripping, a small piece of metal spiral in shape was extracted from the phacoemulsification tip. After removal of the metal spiral piece a good water flow was observed exiting the phacoemulsification tip. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The picture attached was reviewed by the manufacturing site. The picture shows pack label and lot number, the reported lot information is confirmed. Reported issue cannot be confirmed from picture. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturing related. The root cause is related to the manufacturing process of the phacoemulsification tip. A nonconformance record has been completed to determine the root cause of the clogged phacoemulsification tip. All phacoemulsification tips are hundred percent visually inspected by trained operators using thirty times magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).